Manufacturer narrative:
(B)(4). The product analysis indicates that the handpiece would not run due to a corroded motor. Therefore, a one minute pre-repair temperature test could not be performed. The motor and magnet were replaced. The handpiece was repaired, tested, and passed all manufacturing specifications. This device is used for therapeutic purposes.

Event description:
It was reported that prior to use, the handpiece overheated. There was no injury reported as a result of this event. Requests for additional information have been made with no additional event information provided.